Event description:
The pt reported receiving an opened, re-sealed cartridge package. The pt reports that a single cartridge package is taped on one side with another side partially opened. The pt denies any evidence that box was damaged.

Manufacturer narrative:
The cartridge was returned to animas. The packaging was not returned with the cartridge. The cartridge was visually inspected with no damage or defects found. The complaint was unable to be adequately investigated and the condition of the packaging was unable to be investigated. No conclusions can be made at this time.